Event description:
It was reported that a caregiver contacted support because the ilet did not appear to adjust to lunch meal announcements, and the user had been repeatedly announcing meals to correct elevated glucose, including multiple back-to-back meal entries, which constituted an improper procedure related to the user interface. Symptoms included hyperglycemia with glucose levels around 400 mg/dl. Outcomes included no reported health consequences or lasting impact. Investigation included interviews with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically using meal announcements as corrections, consistent with improper or incorrect method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.